Event description:
It was reported that the device was in an active mode switch but device diagnostics do not show and ahr (atrial high rate) suspended. It was explained that the current device settings for ahr and pmop (post-modeswitch overdrive pacing) can cause the device to under-report af (atrial fibrillation). Device programming for collection was then changed to no delay and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).